Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
Additional information received indicated patient underwent surgical intervention where in the ipg was explanted and replaced. Reported effective therapy was restored.

Manufacturer narrative:
Date of event is estimated. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on (B)(6) 2017.

Event description:
It was reported that the patient underwent an unrelated shoulder surgery at an unknown date. Surgery mode was not turned on prior to the procedure. Following the procedure, the ipg would not communicate with external devices. Surgical intervention is expected to resolve the issue.